Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the patient on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information.

Event description:
Device evaluation was completed by animas on 03/03/2016. Investigation results were received by dexcom on 03/03/2016. The device was visually inspected and found no cosmetic flaw. The transmitter was placed on a walkabout box and paired with a pump. Functional testing did not confirm the reporte event of a failed transmitter error. A root cause could not be determined.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. Previously f1 was submitted with wrong MFR # year 2015. Resubmitted follow up 001 report with right MFR number 3004753838-2016-20644 to match the initial MDR 3004753838-2016-20644.

Event description:
Previously f1 was submitted with wrong MFR # year 2015. Resubmitted follow up 001 report with right MFR number 3004753838-2016-20644 to match the initial MDR 3004753838-2016-20644.